Event description:
A malfunction alarm was reported by the customer, identified as malfunction 3-0x2095. There was no information provided regarding any adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.